Event description:
It was reported that the slack was too tight on the patient's right atrial (ra) lead and left ventricular (lv) lead about three weeks after implant. The ra lead and lv lead were re-positioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 6947m62 lead implanted: 2015-(B)(6). (B)(4).